Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: investigation summary: according to the information received, the issue with the following product: 451611000 sn (B)(6). During screw placement, l4 right screw was slightly lateral from plan due to screwdriver hitting the retractor and due to screw release mode. The investigation was conducted by tpm team. Investigation summary: the reported issue could not be confirmed for the velys navigation station. It is related to the velys robotic-assist station. Root cause: no failure found with the velys navigation station. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): no manufacturing record evaluation required as no manufacturer or service related issue found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during screw placement in a spinal procedure, the l4 right screw was slightly lateral from plan due to screwdriver hitting the retractor and due to screw release mode. Screw position was confirmed by o-arm spin. 3d imaging was used. Just one portion of the screw trajectory was lateral. The screwdriver collided with the end of the self retaining retractor, which altered the trajectory. Screw release/actie mode was attempting to redirect screw back to original position mid-insertion due to deflection by retractor. User removed screw and placed with free-hand navigation. There was no report of injury, medical intervention or prolonged hospitalization. There was a minimal delay due to the event.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.